Event description:
During a magnetic resonance imaging (MRI), a patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation. The MRI was subsequently aborted. Pre-MRI guidelines and device checks were reported to have been completed prior to the scan. A revision procedure was performed, and the evoke closed loop stimulator (cls) was replaced to resolve the reported event.